Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 519 mg/dl. Customer was treated with insulin pump. Customer was using auto mode. Customer had blood glucose level of 368 mg/dl. Customer declined troubleshooting. Customer stated that the insulin delivery was suspended due to sensor glucose level and blood glucose level difference. The insulin pump will not be returned for analysis.